Manufacturer narrative:
The power management tool confirmed power error alarm, power loss alarm and replace battery alert due to non-sleep anomaly software error. The following physical damage was noted: cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded/stained serial number label, scratched case, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power loss. The patient's blood glucose at the time of incident was unknown. Troubleshooting did not occur. The insulin pump was returned for analysis.